Event description:
It was reported that the patient underwent a total ankle replacement. It was reported that the patient was in pain. Allegedly, the patient may need to undergo a revision surgery of both tibial and talar components due to loosening.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and review of the CT imaging did not confirm the allegation of loosening. Medical affairs was consulted on the details of this case. According to their review of the available information and provided CT imaging, "there are no too clear signs for loosening like a broad radiolucency or large cysts neither in the tibia nor in the talus. The talus shows a consolidated arthrodesis with the calcaneus and the medial malleolus is consolidated with a cannulated screw. The pe cannot be assessed directly, but there are no indirect signs of breakage or dislocation. If the clinical findings suggest a loosening of the talus and the tibia, however, this cannot be excluded with the provided CT. The anterior osteophytes located to the tibia can be confirmed." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. It was reported that the patient was in pain. Allegedly, the patient may need to undergo a revision surgery of both tibial and talar components due to loosening.